Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter .product ID: 8731sc, serial# (B)(4), implanted: (B)(4) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6), 2010, product type: catheter. (B)(4)

Event description:
On (B)(6) 2014, information was received from a consumer regarding a 61 year old female patient who was being treated with baclofen, bupivacaine, and clonidine via an intrathecal pump (concentration and dosage not reported) for other spasticity and intractable spasticity. When the patient had her first trial of a medtronic pump delivery system for lumbar pain, interstitial cystitis and severe, disabling coccyx pain, the tip of the catheter was placed at the top of t7. She had great results within 3 weeks of titration with bupivacaine and baclofen. It stopped severe vaginal spasms, pain from clitoral priapism, and burning in urethral/vaginal areas. The lumbar spine and coccyx pain was gone. She had a biopsy done by a neurologist to determine whether or not her itching was from diabetes or central nervous system-related. They tried lyrica first (that put her in the hospital) and she couldn't handle amitriptyline either. Her neurological itching stopped and all the medications she was taking for diabetes and gerd (pamelor, neurontin) were stopped. The only chemical she had to take orally was rozerem for sleep. The baclofen helped her vaginal spasms that would drop her to the floor and stopped the neurological itching. It just felt like she was sitting on a ball and she was told that was because she was numb. Nothing ever helped her interstitial cystitis or coccyx pain before. The physician she had in (B)(6) placed the catheter tip at t5, and it did nothing she moved to (B)(6) and the new physician placed the catheter tip at t10. The average pain level in the above mentioned areas were the lumbar area was an average 8 to 10 pain level; interstitial cystitis was an average 7 to 10 pain level; and coccyx area was average 9 to 10 pain level. When the physician would give the patient a small bolus of only 91 micrograms or milligrams of both medications, she lost use of her legs completely and could not urinate at all or up to 6 hours. She was numb up to her chest in the areas she needed relief in, and that would only last an hour. It was also reported the symptoms never happened at t5 which was the wrong place, but not at t7 at all. The patient asked her health care provider (hcp) to look at the records that showed where it was placed and the hcp said he didn't think there was any difference between placement ta the top of t7 versus t10. She had spoken seriously with her hcp explaining that not only was her pain relieved at t7 but the itching was as well. The patient had stated that she could not live in this much pain much longer and thought she needed a consultation but the hcp reportedly wouldn't help her except with a name. She has multiple sclerosis, diabetes, obesity, gastric paresis, severe gastroesophageal reflux disease (gerd), and a lot of allergies. The diabetes was out of control. The pamelor had caused her to gain weight that she couldn't lose, and she couldn't exercise due to the 24 hour pain. The patient was allergic to all opioids and couldn't handle clonidine which made her itch too much. She indicated that she never had complications from propofol or versed. The patient noted she wanted to live a long time but felt that the pain and side effects of the chemicals would just make her circumstances more dangerous. The patient stated she lived in fear always of when her next interstitial cystitis attack was going to happen. It was difficult to distinguish whether the symptoms were from an infection or interstitial cystitis without urinalysis and cultures. At the t7 level, she was able to tolerate 125-300 dosing of baclofen without difficulty voiding. Now the dose can't get past where she was now at baclofen 61 and bupivacaine 27.5. The physician couldn't improve her pain level much more without affecting her being able to void. She was on disability which was not for multiple sclerosis and she had no leg spasticity. The area that locked up was her torso and that may be because of the damage in her spine. She had 8 diagnoses from her cervical spine, thoracic spine, lumbar spine, and also broke her coccyx 2 times. Her cortisol levels and thyroid levels are all stressed out because of the pain. In 2005, the patient was in a serious power chair accident with multiple fractures in both her feet and ankles with torn tendons. She has to use a wheelchair when her feet hurt so much. She has to walk so her legs don't lockup.&#56224; now the patient was diagnosed with circadian rhythm sleep disorder (crsd). Additional information has been requested regarding additional information medication including dose, concentration and lot numbers, other medications the patient was taking at the time of the event, patient medical history, if any troubleshooting and/or other actions were taken and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.